Event description:
It was reported to boston scientific that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when attempting to pull the peg tube out, the pullwire broke in half inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of pull wire broke. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.